Event description:
I changed my daughters dexcom g6 sensor and saw she has chemical burns, red skin, and bumps all over where only the sensor was. I started looking online for a number or email to contact them but there is only one for sales and technical. I began seeing this is happening to a lot of people. FDA safety report ID # (B)(4).